Event description:
Patient receiving insulin IV. Pump malfunctioned "e321" and insulin drip interrupted. This is the second time in 10 days that this pump malfunctioned for "e321" resulting in an interruption of IV medication.